Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Expiration date and UDI number unknown / not provided. PMA/510k: k962106.

Event description:
It was reported that the implants body cannot be removed from the delivery mounts. The implants were removed and another implants were placed. Tooth location #19.

Manufacturer narrative:
Implant was returned for investigation. Device had no dried blood or signs of use and passed functional testing as the mount was easily removed. No pre-existing conditions were noted on the per and the patient had unknown bone density. The reported device was intended for use on tooth #19 (universal) and were used for a single day/procedure. The customer did not provide pictures or additional evidence. Appropriate documentation was reviewed. A DHR reviews were completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the dhrs. Lots were inspected and passed all acceptance criteria by qa. A complaint history reviews were performed for the reported lot number for similar events and no other complaint was identified. Based on the available information, device malfunction did not occur and the reported event was unconfirmed as the device passed functional testing as the mount was easily removed.

Event description:
No further event information available at the time of this report.